Event description:
It was reported that the atrial lead dislodged and had failure to capture. The lead remains implanted but was electrically abandoned. The patient was enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the parameters on the lead were reprogrammed and the lead remains in use, pacing in the atrium, based on medical judgment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead had high thresholds and was capturing in the right ventricle at higher outputs. Additionally, the lead was far field r-wave (ffrw) oversensing. The lead was capped and replaced.